Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device did not hold the drill bit tightly was confirmed. The condition that the device was making a loud noise was not confirmed. An assessment was performed and it was determined that the condition of the attachment drill bit being loose was confirmed to be caused by the bearing stack screw having come loose which is consistent with improper loctite application. It was determined that the attachment¿s bearing stack screw had come loose and was missing along with the attachment¿s internal bearings and spacers. The attachment was disassembled and very little loctite was observed on the thread ring internal assembly joint threads that the bearing stack screw threads into. The assignable root cause was determined to be due to be improper construction and design. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the attachment device did not hold the drill bit tightly and the device was also making a loud noise. During in-house engineering evaluation it was observed that the attachment¿s bearing stack screw had come loose and was missing along with the attachment¿s internal bearings and spacers. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.